Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. The battery low alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a damaged main battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had presented a battery low alarm. This occurred before use. There was no patient involvement. No additional information is available.